Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding was observed during a lobectomy after it was thought that the vessels were sealed. This occurred a few minutes after initial sealing. End tones were heard. The customer notes that tension was placed on the vessel upon sealing. Blood loss was less than 200cc.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/26/2016. Date of follow-up report: 10/14/2016. The reported condition of the device not sealing correctly was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.